Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2005, laparoscopy in 2002, caesarean section, beta-thalassemia trait, blood loss anemia, complication of pregnancy, seizure, emotional distress, genital bleeding, fetal distress, tonsillectomy & adenoidectomy, blood transfusion and epilepsy grand mal. Previously administered products included for an unreported indication: darvocet, toradol, depo provera, percocet, iron and ibuprofen. Concurrent conditions included dysmenorrhea, pelvic adhesions, hemorrhagic cyst, adnexa uteri pain, haemorrhagic ovarian cyst, adnexa uteri tenderness, brain neoplasm benign, nausea, right lower quadrant pain, abdominal pain, asthma, chronic back pain, fever, vomiting, chills, diarrhea, choking sensation, wound infection, abdominal wall haematoma, venipuncture site haemorrhage, rectus sheath hematoma, loss of consciousness, adenomyosis and radiation therapy. Concomitant products included acetylsalicylic acid;ascorbic acid (midol c), azithromycin (zithromax), clindamycin, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine embonate (vistaril), ibuprofen, levetiracetam (keppra), levosalbutamol hydrochloride (xopenex), levosalbutamol hydrochloride (xopenex), magnesium sulfate (magnesium sulphate), nsaids since (B)(6) 2007, ondansetron hydrochloride, paracetamol (acetaminophen) since (B)(6) 2007, paracetamol;promethazine hydrochloride (phenergan plus), ranitidine hydrochloride (zantac), ziprasidone and zonisamide (zonegran). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 2 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain/chronic"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ menorrhagia heavy menstrual bleeding"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), autoimmune disorder ("autoimmune diagnosed, reaction "), urinary tract disorder ("urinary problem"), bladder disorder ("bladder disorder ") and complication of device removal ("post removal complication "). The patient was treated with surgery (hysterectomy full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy-right). Essure was removed on 30-jun-2010. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety, migraine, headache, fatigue and complication of device removal outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea, autoimmune disorder, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, bladder disorder, complication of device removal, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted pfs states that plaintiff underwent right salpingo-oophorectomy and bilateral salpingo-oopherectomy. There were 2 trailing coils were visible on both side. Discrepancy noted for lab data : previously reported patient underwent hysterosalpingogram , now it is stated as patient did not undergo essure confirmation test. Post hysterectomy CT pelvis showed that there are bilateral lower rectus abdominis muscle hematomas left greater than right. Had hysterectomy on (B)(6) 2009 and went back to surgery on (B)(6) 2009 to drain a hematoma. Received treatment for pain, bleeding, bladder/urinary problem : yes, psych injury: no. Autoimmune discrepancy noted regarding essure removal date-previously reported 30june2010 and now in current pfs 01sep2009 is reported. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2009: there is residual pneumoperitoneum and subcutaneous emphysema along the lower anterior abdominal wan. There are bilateral lower rectus abdominis muscle hematomas left greater than right . The left rectus abdominis hematoma measures 4.5 x 7.3 cm. The right rectus abdominous collection measures 3.6 x 4.5 cm. There is extensive pelvic and lower anterior abdominal wall fat stranding wilt1 superficial soft tissue edema. There is least mild lower abdominal and pelvic ascites. A foley catheter is in place within the urinary bladder. 1. Free intraperitoneal air in the pelvis and subcutaneous air, postsurgical. If the patient's pain persists follow up may be needed to ensure that the free air resolves 2. Bilateral rectus sheath hematomas. 3. Trace free fluid.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: this benign ovary contains functional cysts. There is no evidence of atypia or malignancy. Some serosal adhesions are noted without evidence of endometriosis. Block 3 contains a 5 mm cyst adenofibroma characterized by bland serous type epithelium over broad fibrous fronds. Benign ovary with functional cysts and 5 mm serous cystadeno fibroma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, new reporter, event autoimmune diagnosed, urinary problem, bladder post removal complication and event outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2005, laparoscopy in 2002, caesarean section, beta-thalassemia trait, blood loss anemia, complication of pregnancy, seizure, emotional distress, genital bleeding, fetal distress, tonsillectomy & adenoidectomy, blood transfusion and epilepsy grand mal. Previously administered products included for an unreported indication: darvocet, toradol, depo provera, percocet, iron and ibuprofen. Concurrent conditions included dysmenorrhea, pelvic adhesions, hemorrhagic cyst, adnexa uteri pain, haemorrhagic ovarian cyst, adnexa uteri tenderness, brain neoplasm benign, nausea, right lower quadrant pain, abdominal pain, asthma, chronic back pain, fever, vomiting, chills, diarrhea, choking sensation, wound infection, abdominal wall haematoma, venipuncture site haemorrhage, rectus sheath hematoma, loss of consciousness, adenomyosis and radiation therapy. Concomitant products included acetylsalicylic acid;ascorbic acid (midol c), azithromycin (zithromax), clindamycin, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine embonate (vistaril), ibuprofen, levetiracetam (keppra), levosalbutamol hydrochloride (xopenex), magnesium sulfate (magnesium sulphate), nsaids since (B)(6) 2007, ondansetron hydrochloride, paracetamol (acetaminophen) since (B)(6) 2007, paracetamol;promethazine hydrochloride (phenergan plus), ranitidine hydrochloride (zantac), ziprasidone, ziprasidone (xopenex) and zonisamide (zonegran). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 2 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy-right). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache and fatigue outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted pfs states that plaintiff underwent right salpingo-oophorectomy and bilateral salpingo-oophorectomy. There were 2 trailing coils were visible on both side. Discrepancy noted for lab data : previously reported patient underwent hysterosalpingogram , now it is stated as patient did not undergo essure confirmation test. Post hysterectomy CT pelvis showed that there are bilateral lower rectus abdominis muscle hematomas left greater than right. Had hysterectomy on (B)(6) 2009 and went back to surgery on (B)(6) 2009 to drain a hematoma. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2009: there is residual pneumoperitoneum and subcutaneous emphysema along the lower anterior abdominal wan. There are bilateral lower rectus abdominis muscle hematomas left greater than right . The left rectus abdominis hematoma measures 4.5 x 7.3 cm. The right rectus abdominous collection measures 3.6 x 4.5 cm. There is extensive pelvic and lower anterior abdominal wall fat stranding wilt1 superficial soft tissue edema. There is least mild lower abdominal and pelvic ascites. A foley catheter is in place within the urinary bladder. Free intraperitoneal air in the pelvis and subcutaneous air, postsurgical. If the patient's pain persists follow up may be needed to ensure that the free air resolves bilateral rectus sheath hematomas. Trace free fluid.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: this benign ovary contains functional cysts. There is no evidence of atypia or malignancy. Some serosal adhesions are noted without evidence of endometriosis. Block 3 contains a 5 mm cyst adenofibroma characterized by bland serous type epithelium over broad fibrous fronds. Benign ovary with functional cysts and 5 mm serous cystoadeno fibroma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received. Reporter information were added. Date of removal were added. This case becomes incident. Medical history, historical drug, lab data and concomitant drug were added. . Event : abnormal bleeding (vaginal), menorrhagia, vaginal infection, depression, mental anguish, migraines, headaches, fatigue, perforation (uterus) were added. Event verbatim were updated as physical pain/pain. Outcome of the event physical pain/pain were updated. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and genital haemorrhage ('general abnormal bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2005, laparoscopy in 2002, caesarean section, beta-thalassemia trait, blood loss anemia, complication of pregnancy, seizure, emotional distress, genital bleeding, fetal distress, tonsillectomy & adenoidectomy, blood transfusion and epilepsy grand mal. Previously administered products included for an unreported indication: darvocet, toradol, depo provera, percocet, iron and ibuprofen. Concurrent conditions included dysmenorrhea, pelvic adhesions, hemorrhagic cyst, adnexa uteri pain, haemorrhagic ovarian cyst, adnexa uteri tenderness, brain neoplasm benign, nausea, right lower quadrant pain, abdominal pain, asthma, chronic back pain, fever, vomiting, chills, diarrhea, choking sensation, wound infection, abdominal wall haematoma, venipuncture site haemorrhage, rectus sheath hematoma, loss of consciousness, adenomyosis and radiation therapy. Concomitant products included acetylsalicylic acid;ascorbic acid (midol c), azithromycin (zithromax), clindamycin, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine embonate (vistaril), ibuprofen, levetiracetam (keppra), levosalbutamol hydrochloride (xopenex), levosalbutamol hydrochloride (xopenex), magnesium sulfate (magnesium sulphate), nsaids since (B)(6) 2007, ondansetron hydrochloride, paracetamol (acetaminophen) since (B)(6) 2007, paracetamol;promethazine hydrochloride (phenargan plus), ranitidine hydrochloride (zantac), ziprasidone and zonisamide (zonegran). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 2 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain/chronic"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy-right). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety, migraine, headache and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted pfs states that plaintiff underwent right salpingo-oopherectomy and bilateral salpingo-oopherectomy. There were 2 trailing coils were visible on both side. Discrepancy noted for lab data : previously reported patient underwent hysterosalphingogram , now it is stated as patient did not undergo essure confirmation test. Post hysterectomy CT pelvis showed that there are bilateral lower rectus abdominis muscle hematomas left greater than right. Had hysterectomy on (B)(6) 2009 and went back to surgery on (B)(6) 2009 to drain a hematoma. Received treatment for pain, bleeding, bladder/urinary problem : yes, psych injury: no. Discrepancy noted regarding essure removal date-previously reported (B)(6) 2010 and now in current pfs (B)(6) 2009 is reported. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2009: there is residual pneumoperitoneum and subcutaneous emphysema along the lower anterior abdominal wan. There are bilateral lower rectus abdominis muscle hematomas left greater than right . The left rectus abdominis hematoma measures 4.5 x 7.3 cm. The right rectus abdominous collection measures 3.6 x 4.5 cm. There is extensive pelvic and lower anterior abdominal wall fat stranding wilt1 superficial soft tissue edema. There is least mild lower abdominal and pelvic ascites. A foley catheter is in place within the urinary bladder. 1. Free intraperitoneal air in the pelvis and subcutaneous air, postsurgical. If the patient's pain persists follow up may be needed to ensure that the free air resolves 2. Bilateral rectus sheath hematomas. 3. Trace free fluid.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2010: this benign ovary contains functional cysts. There is no evidence of atypia or malignancy. Some serosal adhesions are noted without evidence of endometriosis. Block 3 contains a 5 mm cyst adenofibroma characterized by bland serous type epithelium over broad fibrous fronds. Benign ovary with functional cysts and 5 mm serous cystadeno fibroma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Event : abdominal pain, dysmenorrhea (cramping), general abnormal bleeding. Outcome of the event : vaginal infection, menorrhagia (heavy menstrual bleeding) were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation (uterus)'). In a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cystectomy in 2005, laparoscopy in 2002, caesarean section, beta-thalassemia trait, blood loss anemia, complication of pregnancy, seizure, emotional distress, genital bleeding, fetal distress, tonsillectomy & adenoidectomy, blood transfusion and epilepsy grand mal. Previously administered products, included for an unreported indication: darvocet, toradol, depo provera, percocet, iron and ibuprofen. Concurrent conditions included: dysmenorrhea, pelvic adhesions, hemorrhagic cyst, adnexa uteri pain, haemorrhagic ovarian cyst, adnexa uteri tenderness, brain neoplasm benign, nausea, right lower quadrant pain, abdominal pain, asthma, chronic back pain, fever, vomiting, chills, diarrhea, choking sensation, wound infection, abdominal wall haematoma, venipuncture site haemorrhage, rectus sheath hematoma, loss of consciousness, adenomyosis and radiation therapy. Concomitant products included: acetylsalicylic acid;ascorbic acid (midol c), azithromycin (zithromax), clindamycin, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine embonate (vistaril), ibuprofen, levetiracetam (keppra), levosalbutamol hydrochloride (xopenex), levosalbutamol hydrochloride (xopenex), magnesium sulfate (magnesium sulphate), nsaids since (B)(6) 2007, ondansetron hydrochloride, paracetamol (acetaminophen) since (B)(6) 2007, paracetamol;promethazine hydrochloride (phenargan plus), ranitidine hydrochloride (zantac), ziprasidone and zonisamide (zonegran). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"), (B)(6) year (B)(6) months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain/chronic"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), autoimmune disorder ("autoimmune diagnosed, raection "), urinary tract disorder ("urinary problem"), bladder disorder ("bladder disorder"). And complication of device removal ("post removal complication"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy-right). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety, migraine, headache, fatigue and complication of device removal outcome was unknown. And the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea, autoimmune disorder, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, bladder disorder, complication of device removal, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted, pfs states that plaintiff underwent right salpingo-oopherectomy and bilateral salpingo-oopherectomy. There were 2 trailing coils. Were visible on both side. Discrepancy noted, for lab data: previously reported, patient underwent hysterosalpingogram , now it is stated, as patient did not undergo essure confirmation test. Post hysterectomy: CT pelvis showed, that there are bilateral lower rectus abdominis muscle hematomas left greater than right. Had hysterectomy on (B)(6) 2009 and went back to surgery on (B)(6),2009 to drain a hematoma. Received treatment for pain, bleeding, bladder/urinary problem: yes, psych injury: no. Autoimmune discrepancy noted, regarding essure removal date: previously reported (B)(6) 2010. And now in current pfs (B)(6) 2009 is reported. Received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2009, there is residual pneumoperitoneum and subcutaneous emphysema along the lower anterior abdominal wan. There are bilateral lower rectus abdominis muscle hematomas left greater than right . The left rectus abdominis hematoma measures 4.5 x 7.3 cm. The right rectus abdominous collection measures 3.6 x 4.5 cm. There is extensive pelvic and lower anterior abdominal wall fat stranding wilt1 superficial soft tissue edema. There is least mild lower abdominal and pelvic ascites. A foley catheter is in place within the urinary bladder. 1. Free intraperitoneal air in the pelvis and subcutaneous air, postsurgical. If the patient's pain persists follow up may be needed to ensure that the free air resolves. 2. Bilateral rectus sheath hematomas. 3. Trace free fluid. Hysterosalpingogram: on an unknown date, essure device was successfully occluded. Pathology test: on 30(B)(6) 2010, this benign ovary contains functional cysts. There is no evidence of atypia or malignancy. Some serosal adhesions are noted, without evidence of endometriosis. Block 3 contains a 5 mm cyst adenofibroma characterized by bland serous type epithelium over broad fibrous fronds. Benign ovary with functional cysts and 5 mm serous cystadeno fibroma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, pelvic pain, headache. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.